Event description:
Pt was revised to address infection. Poly wear and osteolysis were discovered intraoperatively.

Manufacturer narrative:
No products were returned for examination. Review of the device history records did not reveal any anomalies. A search of the complaint database did not show any other reports against the manufacturing lots. The investigation could not draw any conclusions about the reported infection. No conclusions could be drawn about the reported worn tibial insert and patella components without the products to examine. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.